Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer's blood glucose level was between 270 and 333 mg/dl. Reportedly, the customer performed a supply change to address each issue.